Event description:
Additional information received by vad coordinator stated that patient had a higher international normalised ratio (inr) goal range of 2.5-3.0. Patient had a subtherapeutic inr of 2.0, at which time patient was bridged with lovenox, on 11feb2020 and he was up to 2.7 by (B)(6) 2020. There were no changes to pump parameters since november 2019. At which time the pump speed had been increased from 9000 rpm to 9200 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no images were provided by the account and the product remains in use. Review of the submitted log file confirmed an elevation in pump power and flow; however, a specific cause for this event could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The submitted log file contained data from 24mar2020 through 04apr2020. On (B)(6) 2020, a transient elevation in pump power and flow was captured. This elevation had noted values of 7.0 watts and 8.2 lpm, respectively, and was associated with a pi event. Despite the observed fluctuation in pump parameters, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had black urine. Patient was evaluated outside of hospital and labs were attempted multiple times with gross hemolysis. Lactose dehydrogenase resulted over 1,000 u/l. The submitted log file captured transient elevation in power 7 watts and flow of 8.2 liters per minute (lpm) associated with a pi event on (B)(6) 2020 at 12:40am. There were no other unusual events seen in the log file. Additional information stated that there was a high likelihood for thrombus and only test able to be performed was non contrast CT due to renal function. Lvad parameters remained stable and patient was treated with heparin drip (gtt) and alteplase infusion.